Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 7754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(6).

Event description:
Additional information received reported the patient told the manufacturer¿s representative (rep) during implant that the lead was in the wrong location. The patient stated the rep. Said they would fix it with programming after. The patient was reprogrammed multiple times. The patient also reported stimulation in the wrong location and feeling stimulation in the groin and legs that affected her standing and made her want to fall. The patient reported their implant was explanted in (B)(6) of 2014.

Event description:
It was reported that the patient never had therapeutic effect. It was noted that despite multiple programing, the patient still got stimulation in her groin and it took her legs out and thus the patient could not walk. It was noted that the patient needed stimulation in her lower back on the left side. The reporter stated that the patient was having her implant removed on 2014 (B)(6). Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.